Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had scratched screen, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized overnight to get insulin injections. The blood glucose reading was 3.3mmol/l. During the call, the customer stated that the device alarmed while priming and insulin squirted out during the manual prime process as well it was stuck in the rewind complete/bolus delivery loop. No further information was provided.